Event description:
The physician reported that following insertion of the device, the pbo2 did not record. The user facility contacted integra and was asked to test the device with a sample probe and card. This determined that the unit and cables were functioning properly. Temperature continued to monitor throughout without a problem.

Manufacturer narrative:
To date, the device has not been received for eval. An investigation has been initiated based on the reported info.